Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. 1. We tested the standby current of retuned device, test result was 11.7¿a. The criteria is <55¿a. Pass. 2. Meter setting, audio and all buttons function are ok. 3. We tested the suspected meter with in house control solution and returned strips (strip lot number:d161102-2). The control solution tests for level low were 49/48 mg/dl, for level high were 221/231 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within of the acceptance range. Pass . 4.we tested the same patient's bacth of retain strips test from our warehouse (strip lot number:d161102-2). The control solution tests for level low were 59/60 mg/dl; for level high were 241/237 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass .

Event description:
This is a supplemental report to initial report 3005862821-2017-00053 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from prodigy diabetes care on 06/29//2017 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. 1. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 09/14/2016. 2. The strip lot # d161102-2 was manufactured on 11/02/2016 and expired in 11/02/2018. Ok biotech received no complaints from same manufacturing batch of strips . 3. We tested the retain strips(same batch as patient's strips) from our warehouse, the control solution tests for level low were 65/62 mg/dl; for level high were 248/246 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass . We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 4:00 am after the end user was receiving high blood glucose readings from her prodigy diabetes meter. The end user was sweating and not feeling well. Her blood glucose reading at the time of the medical event was 146 mg/dl. The paramedics were called and performed a blood glucose test with their meter and the result was 55 mg/dl the end was given an unknown liquid drink and transported to the ER. The end user could not recall what treatment was administered while at the ER. After 5 - 6 hours at the ER the end user was discharged and instructed to follow-up with her pcp. No further details were provided in relations to this medical event due to the fact that the end user could not recall many of the details.